Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the femoral component part and lot number combination. A search of the complaint database found one prior report for both the segmental and stem part and lot number combinations. However, review of the as400 system show that 10 other devices from the reported stem lot and 23 other devices from the reported segmental lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the complaint database search was not possible as the product and lot code required for the cement was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address femoral loosening at the cement/bone interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.